Event description:
It was reported that a battery depletion (bd) error had appeared for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) performed a data analysis and found that the device was exhibiting premature battery depletion (pbd). Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.